Event description:
During remote monitoring, episodes of oversensing were observed on the device. Interference from the patient's left ventricular assist device was suspected to be the source of the oversensing. Abbott technical support was contacted, and the device was reprogrammed to resolve the event. The patient was in stable condition.